Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they felt the stimulation on the back of the right leg while making an adjustment on saturday and it was a bit more intense than they have felt it before. Patient stated it was not painful, but it was strong. Patient said the stimulation was not constant and that it went away after making the adjustment. Patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they had an appointment with their hcp soon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.